Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were "287 mg/dl" on their meter and "140 mg/dl" from the lab test. Tests were done within 10 mins with a difference of 105%. Pt did not experience any adverse events. The check strip test passed two times (results 75 and 76: range 75-99) and the control solution test passed, however, the customer had expired solution.